Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from patient. They reported that they did notify their healthcare professional (hcp) and had an appointment on (B)(6) 2019. The cause was said to be and will always be patient's edema. Patient has had edema since they had their spinal surgery in 2009. A discussion was done toward changing patient's program and adding a couple of medications to offset retention and frequency issues. Patient will know if issue resolved once they have some data to compare with for 2-3 weeks. No further complications were reported or anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that they were feeling stimulation in the buttock and not the vaginal area. The patient stated that their bladder was ¿going crazy¿ and the patient didn¿t know when the patient needed to go to the bathroom. The patient stated that the bladder symptoms started in the last 30 days and have gradually gotten worse. At the time of the call, the patient was on program 4. During the call the patient tried programs 1, 2 and 3. On programs 2 and 3 the patient was feeling stimulation in the buttock. On program 1, the patient was feeling stimulation in the buttock and a little in the vaginal area. The patient was going to try program and monitor symptoms. The patient mentioned that they were in a wheel chair (not alleged to be related to the device/therapy). The patient also reported that once during programming or checking the device they got a jolt and ¿jumped.¿ the patient was redirected to follow up with their health care professional (hcp) for possible reprogramming if their sy mptoms didn¿t improve. No further complications were reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient had gone to see their healthcare professional (hcp) and while they were there stimulation was increased to a painful level and referred to it as "he shocked me" so the settings were decreased. After the settings were decreased the patient's urinary problems gradually came back uncontrollably. The patient indicated that for a while their stimulator was working because they were able to control their bladder, "then what was working against her is her doctor had her on baclofen due to unrelated pain" and the patient "stated the baclofen stimulated her bladder to make her go to the bathroom." Additionally, the patient indicated that they were scheduled for an unrelated MRI and thought that she turned the ins off, but realized she did not, but confirmed that they were having problems prior to the MRI. The patient was now off baclofen and was getting cortisone shots and wa s wondering how successful the ins should be with controller bladder symptoms and if she can adjust setting to help control their symptoms. The ins was checked and stimulation was confirmed to be turned on, there was initial poor communication, but it was determined that the antenna was in the wrong location. After placing the antenna in the correct location, the patient was able to communicate and stimulation was increased from 0.8 to 0.9 where the patient confirmed comfortable stimulation in the correct location. Additionally, it was noted that the patient did not feel stimulation in the vaginal area, but rather in the buttocks since implant. The symptom onset was reported as gradual in nature and patient status is unknown at the time of this report. Additional information received from the patient on feb. 26, 2019 reported that they have had the device since 2016 and never felt ¿normal¿ stimulation. They stated that they felt it in their bottom towards the back and they inquired if this was normal. The patient stated that they still experienced symptoms which included retention and frequency. This had occurred since implant of the device ((B)(6) 2016). They also mentioned that the stimulation was annoying when they were first implanted but, eventually, the stimulation sensation went away. The patient also reported that their hcp was ¿doing therapy where they're putting fluid in to calm my bladder down". They stated that "it does help some" but they thought a stimulation adjustment might help. The patient reported that they were ¿gun-shy¿ about going to their hcp¿s office because, one time, the hcp connected the clinician equipment to their ins and they experienced as ¿painful volt of electricity¿ that made them jump out of the chair because it was too strong. They mentioned that ¿my device is less painful so I've been trying to increase stim¿ using the programmer. The patient was redirected to their hcp for guidance for optimal therapy settings. There were no further complications reported or anticipated.